Manufacturer narrative:
The occupation is lay user/patient.

Event description:
Customer complained of discrepant inr results between a coaguchek xs meter (B)(4) and a lab using an unknown reagent. At 2:33 pm, using an unknown strip lot and the result was >8.0 inr. At 2:50 pm, using an unknown strip lot and the result was 7.9 inr. At 5:45 pm, using strip lot 30497423 and the result was >8.0 inr. At 6:03 pm, using strip lot 22385522 and the result was 7.5 inr. The customer used the same finger for more than one test. At 6:00 pm, the customer had a lab test done and the result was 5.2 inr. There was no allegation of an adverse event. Coumadin dose was adjusted based on the lab result. The customer's therapeutic range is 2.0-3.0 inr. Customer does not have any hematocrit issues and is not on heparin or direct thrombin inhibitors. The customer does have lupus. Customer has had back pain recently and is taking ibuprofen for the pain. The customer has not had any diet changes or new illnesses. Customer has no bleeding or bruising. Retention test strips (unknown) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.